Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) section: ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual¿ describes the reprocessing methods of cyf-vh. The reported phenomenon might be prevented by following the descriptions. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the cysto-nephro videoscope had little black flecks coming out of the instrument channel. The issue was found during reprocessing. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending section rubber glue was listed and the black ring was detached at the scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.